Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30922947l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 83 year old male patient underwent an atrial tachycardia (at) with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and surgical intervention. It was reported that blood pressure decreased during the procedure, and pericardial effusion was confirmed by transthoracic echocardiography. Timing when complaints occurred was when the physician induced at after ablation. Blood pressure recovered after drainage. Blood transfusion was also performed because a considerable amount of drainage was performed. Atrial septal puncture was performed by rf needle. Ablation was performed before pericardial effusion was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was low flow rate: 4 ml/min high flow rate: 8 ml/min. There were no abnormalities observed prior to and during use of the product. Additional information was received on 24-jan-2023. It was discovered during use of biosense webster products. Cardiac drainage was conducted. Outcome of the adverse event was improved. Generator was a smartablate generator, the serial number was unknown. A transseptal puncture was performed using an unknown rf needle. Prior to noting the cardiac tamponade, ablation was performed. No evidence of steam pop. The event occurred during the ablation phase. Irrigation catheter¿s flow rate setting was low flow rate: 4 ml/min high flow rate: 8 ml/min. Correct catheter settings were selected on the generator. Pump was switching from ¿low¿ to ¿high¿ flow during ablation. Force visualization features used were real time graph; dashboard; vector; and visitag. Color options used prospectively was tag index. Additional information was received on 31-jan-2023. Physician¿s opinion on the cause of this adverse event was that the cause was probably due to the procedure (the transseptal needle may have turned backward when puncturing the septum). Patient required extended hospitalization because of the adverse event as hospitalization was prolonged due to the effect of being admitted to the intensive care unit. No error messages observed on biosense webster equipment during the procedure. Visitag module was used, parameters for stability was range: 2mm time: 3s fot: 25% radius: 2mm. No additional filter used with the visitag. The pump flow setting was normally controlled by the generator.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 03-feb-2023 noted a correction to the 3500a initial as the physician information was omitted in error. Therefore, updated the fields e1. Initial reporter title, e1. Initial reporter first name, e1. Initial reporter last name and e3. Initial reporter occupation.